Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to united states distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt.

Event description:
As reported by an affiliate, a pt was admitted for treatment of the left anterior descending artery. The lesion was pre-dilated, and there was no difficulty in tracking to or crossing the lesion with a 2.5 x 18mm cypher select + stent delivery system. Prior to implantation, it was noted that "one of the stent struts was over another strut". The device was removed from the pt without pt injury and another 2.5 x 18mm cypher select + stent was successfully implanted at the target lesion. The initial cypher select + had prepped normally, appeared normal prior to use, and had not been pulled back into the guiding catheter prior to the strut damage.